Manufacturer narrative:
The cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels with a trace of ketones. A bolus via the pump and insulin injections were used to address the bg level. The customer was not sure the cause of the high bg and thought that the pump was not delivering insulin. The customer's healthcare provider changed the pump's correction factor to help address the bg level. Reportedly, the customer had been using humalog in the cartridge for 3 days. A pump system check was performed and no device issues were found.